Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2023, a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade 4+ and frail posterior leaflet. A mitraclip xt was selected for treatment, but difficulties visualizing the clip and difficulties grasping and capturing the leaflets occurred. After a few attempts, the clip was implanted. The mr was reduced to grade 2+. On 11/02/2023, an echocardiogram was performed and revealed increased mr with grade 4+ and that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Per the physician, the slda was due to a frail posterior leaflet and difficult to grasp. On (B)(6) 2023, the patient was transferred to a different hospital for a secondary mitraclip procedure. Three mitraclips were implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to challenging patient anatomy. The cause of the reported difficult to capture leaflets, difficult to grasp leaflets, and difficult imaging were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.